Event description:
Rep imp # (B)(4).

Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The device is currently under investigation at our bbm lab in (B)(4). A f/u report will be provided when the inspection results become available.